Manufacturer narrative:
This case was assessed as reportable to the FDA as the event of tooth extraction originally thought to be due to a tooth abscess was reported as possibly related to radiesse and deemed to meet serious injury criteria of resulting in permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a physician and concerns a (B)(6) female patient who was injected with an unspecified amount of radiesse with lidocaine to bilateral cheeks on (B)(6) 2018. Medical history positive for injection with "multiple" radiesse syringes on (B)(6) 2018 and (B)(6) 2018 with no problem. Concomitant medications not reported. An unspecified time post injection, the patient developed redness and swelling to one cheek. It was the reported that the patient has crest syndrome, but it was unclear if this developed post injection or was a part of the patient's medical history. Causality, lot, treatment and outcome not reported. Follow-up information was received from the physician on 06-dec-2018: patient's swelling is unresolved. On an unspecified date, she developed pain. An ultrasound was performed which showed mostly complex fluid mass, 3cm x 1 cm, with a smaller fluid collection at the periphery. The physician used an 18 gauge needle to incise and drain the fluid mass. Only scant serosanguinous liquid came out. This was sent for bacterial and fungal cultures. The physician consulted with the radiologist, who said the area did not have increased blood flow to suggest an abscess. Causality and lot not reported. Treatment reported as vancomycin since an abscess could not be ruled out. Follow up information was received from the physician on 17-dec-2018: age and race reported. Crest disease clarified to be part of patient's medical history. Patient has had multiple fillers including radiesse twice. The (B)(6) patient was injected with 1.5cc of radiesse split to the cheeks. One day post injection, the patient developed swelling in the right cheek, thought to represent a tooth abscess. Treatment reported as tooth extraction, vancomycin, and flagyl (metronidazole). About 5-6 days post injection, the patient's condition worsened. She developed firmness, erythema, but not necessarily a nodule. The patient improved, then worsened. Outcome reported as unresolved. Follow up information was received from the reporter on 20-feb-2019: outcome reported as resolved. Causality reported as possibly related to radiesse in a person with crest disease.